Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted for seven (7) years, nine (9) months, underwent mitral valve-in-valve procedure due to stenosis. A 26mm transcatheter valve was successfully implanted inside the 27mm valve. No additional information was provided.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, f10, h6.

Event description:
Edwards received information a patient with a 27mm mitral valve underwent mitral valve-in-valve procedure due to severe stenosis, abnormal sticking motion, and structural degeneration. Patient presented with congestive heart failure and cardiac decompensation. The patient tolerated the procedure well and was transferred to the cardiothoracic ICU. Patient was discharged home in stable condition on post-operative day five (5).